Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including failure to inspect the instrument prior to use. The complaint allegation was not confirmed, and no evidence of the failure was received.

Event description:
On 12/30/2024, a sales representative reported via (B)(4) that an ar-8943-15 depth device had the 3.5 sliding depth gauge from the wrist plating set appearing to be broken during a case. When grabbing from the set, they noticed it would not slide correctly. After taking it apart, they saw that the welded part, where the depth wire meets the measuring section, was broken into two pieces. No pieces broke off inside the patient and the case was completed successfully. This was discovered during a distal radius repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.